Event description:
Customer's mother reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 159 mg/dl. Customer's mother stated the device hadn't been dropped or bumped. She was advised to have the customer discontinue use of the device, revert to back up plan, and it need to be replaced. Customer's mother agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.